Manufacturer narrative:
Citation: sharp asp et al. First trans-axillary implantation of edwards sapien valve to treat an incompetent aortic bioprosthesis. Catheterization and cardiovascular interventions. 2010; 75:507-510. Doi: 10.1002/ccd.22254. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a medical history of smoking, chronic obstructive pulmonary disease (copd), chronic renal failure, and peripheral arterial disease who underwent implant of a 23mm medtronic freestyle bioprosthetic valve 8 years prior. No serial numbers were provided. The patient underwent the implant of a non-medtronic transcatheter valve for severe aortic regurgitation. No additional adverse patient effects or product performance issues were reported.